Event description:
It was reported via phone call that the customer passed away on (B)(6), 2021. The customer had to visit emergency room and had blood glucose level in between 12 mg/dl to 17 mg/dl. The cause of death was still unknown. The caller stated that the customer had lots of high blood glucose level and low blood glucose level that may have led to the customer's passing. Customer was treated with food and intravenous infusion drip. The customer was wearing the insulin pump at the time of death. Customer had been using insulin pump system within 48 hours of reported event. It was unknown if the caller agreed to return the insulin pump for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.